Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was to be used during a stone removal procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the basket was extended from the sheath and then contrast media was injected into the device. The customer reported leaking from the handle assembly of the device. The procedure was completed with another type of device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; side car torn/split and side car pushback.

Manufacturer narrative:
(B)(4) (side car push back). A visual evaluation found that the outer sheath of the coil had been pushed back 0.5 centimeters. The proximal end of the sidecar was also found to be split slightly. A functional evaluation found that the basket could be actuated, but resistance was felt due to residue on the basket. White residue was found in the handle body indicating that the device most likely leaked at some point. A second functional evaluation using a 20 milliliter syringe found that the device could have water injected through it. No leak occurred at the handle most likely due to dry residue sealing off any potential leaks. The complaint was not confirmed since during the evaluation the device was not found to leak. It is unknown if the device was leaking due to manufacturing, handling prior to attempted use, or preparation. Therefore, the most probable root cause is undeterminable. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot. A labeling review was performed and no anomaly was found.